Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Event description:
The customer from canada reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The device identifier # was left blank as it could not be determined based on the available model #.